Event description:
The user reported that the unit had stopped working. Closer inspection revealed a cut in the cord that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the unit had stopped working. Closer inspection revealed a cut in the cord that could have exposed the user to bare wire. This type of failure is typical of a cord that has been overstressed from excessive bending. We have initiated a CAPA project to reduce the recurrence of this issue.